Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical details provided was sufficient to determine the root cause. The root cause of the access site bleeding was most likely due to use issue be patient movement as it was reported that the patient pulled the repositioning sheath out of the leg.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported that the patient pulled the impella and repositioning sheath completely out of the leg. Manual pressure was held over the access site until the physician arrived for emergent groin closure. Existing perclose sutures secured with hemostasis achieved and light manual pressure was held over the access site. Distal pulse was present on doppler. Two units of packed red blood cells were given. The patient was hemodynamically stable.